Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2010 the decedent experienced another cardiovascular event subsequently expiring after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported and associated with mdrs # 1225714-2013-00395, 1225714-2013-00396, 1225714-2013-00398.